Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after a dinner bolus while using the ilet with a cd steel infusion set; the user noted a low insulin volume alert, performed a supply change that night, and later awoke with blood glucose over 400, treated with subcutaneous insulin by pen, and then performed a full supply change after which glucose returned to range. Symptoms included hyperglycemia with sleepiness and lethargy. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device findings, with insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.